Event description:
It was reported that a morbidly obese patient presented to the emergency room six days after ivc filter implant, complaining of abdominal pain. CT scans demonstrated two legs appeared to be approximately 3mm outside of the caval wall. There was no extravasation noted. The filter will remain implanted until after gastric bypass surgery is performed. No report of patient injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted in the patient. Therefore, a device evaluation could not be performed. The investigation is currently underway.